Event description:
A discordant advia centaur xp ipth result was obtained on a patient sample during an assay lot correlation study. The patient result with the new lot was higher. The customer performed repeat testing and results were similar to the initial correlation test results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth result.

Manufacturer narrative:
The cause for the discordant ipth results is due to biotin interference. The new biotin enhanced reagent would not depress the patient result for ipth. The assay is performing within specifications. The IFU states in the limitations section: "samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis." The instrument is performing within specification. No further evaluation of the device is required.